Event description:
It was reported that the patient removed the sensor, and could not see any part of the cannula. The patient felt that it may have stayed underneath her skin. It was stated that patient would be going to her hcp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used sensor. Sensor was found with the cannula bent and retracted inside of the sensor base.